Manufacturer narrative:
Sections with additional information as of 22-dec-2020. H6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Manufacturer contacted customer in a follow-up call on (B)(4) 2020 to ensure that the customer's condition improved - able to establish contact with customer and stated he was admitted to the hospital on (B)(6) 2020. No more details were provided. Manufacturer contacted customer in a follow-up call on (B)(4) 2020 to ensure that the customer's condition improved - able to establish contact with customer and stated he was discharged from hospital. Customer was treated for hyperglycemia. Customer stated he was using thi products without concerns.

Event description:
Consumer reported complaint for hi display and e-5 accompanied by symptoms. Adult protective services is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed but states room temperature area. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 01/28/2022 and open vial date is one week ago. The meter memory was reviewed for previous test result history. (B)(6).